Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to removed old 3meter tape and reapplied to new one. A field service engineer troubleshooted and found hinged metal strap and staple tape has completely fallen off of fridge door. Removed old 3 hinged metal strap and staple tape and reapplied onto hinged metal strap and staple. Cleaned off excess tape on door and reattached to door and aligned for proper open/close function. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had refrigerator was broken. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.